Manufacturer narrative:
The embolization coil was implanted in the patient; however, the pusher assembly is available for return. A final report will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2021-02519.

Event description:
The patient was undergoing a coil embolization procedure in the m2 segment of the middle cerebral artery (mca) using a penumbra smart coil (smart coil) and a penumbra smart coil detachment handle (handle). During the procedure, the physician advanced the smart coil in the target vessel and attempted to detach it using the handle; however, the smart coil failed to detach. The physician then attempted to manually detach the smart coil but was unsuccessful. Therefore, the physician decided to remove the smart coil. However, while retracting the smart coil, it unintentionally detached inside the microcatheter. The physician then pushed the detached smart coil into the aneurysm using a wire. The procedure was completed using other coils. There was no report of an adverse effect to the patient.

Event description:
The patient was undergoing a coil embolization procedure in the m2 segment of the middle cerebral artery (mca) using a penumbra smart coil (smart coil) and a penumbra smart coil detachment handle (handle). During the procedure, the physician advanced the smart coil in the target vessel and attempted to detach it using the handle; however, the smart coil failed to detach. The physician then attempted to manually detach the smart coil but was unsuccessful. Therefore, the smart coil was removed. The procedure was completed using other coils. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned smart coil confirmed that the embolization coil was intact with its pusher assembly. Evaluation revealed that the pet lock was separated, and the pull wire was fractured off the proximal end of the pusher assembly. This damage likely occurred during manual attempts to detach the embolization coil. Further evaluation revealed multiple kinks throughout the length of the pusher assembly, and offset coil winds along the length of the embolization coil. This damage was incidental to the reported complaint. Due to the returned condition, the device could not be functionally tested, and the root cause of the reported complaint could not be determined. Penumbra products are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Section h. Box 6. Conclusions code 1: 4316 - the investigation findings do not lead to a clear conclusion about the root cause of the reported complaint due to the return condition. This report is associated with MFR report number: 3005168196-2021-02519.